Event description:
The clinician reports the implant was inserted on (B)(6) 2016 in ada 13. Details of surgery: sinus augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.